Manufacturer narrative:
No malfunction is supported. A review of logs, screen shots and strips supports that the patient was having intermittent lead related issues between 12:00 and 18:00 impacting the ability to effectively monitor ECG and respiration. Multiple inops were provided. At 15:38 an ECG leads off inop occurred which was silenced at 16:02. No further alarms were occurring because no monitoring was restored. The patient was discovered unresponsive with leads physically on however the data indicates that the leads were still not making contact to allow active monitoring until approximately 18:06 after which multiple patient related critical alarms occurred. Use of the device is deemed a factor in the event. A summary of the investigation has been provided to the customer. No additional action or investigation is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2018 the patient in room 658-1 experienced a critical event for which an alarm was not provided at the information center. The customer found the patient unresponsive at 18:02. The patient died.